Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling dizzy and presented remotely via merlin. Net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited under-sensing and sensing noise. It was noted that there was a sensed beat due to noise that skipped a necessary pace from over-sensing. No intervention was performed. The patient was in stable condition.